Manufacturer narrative:
Age at time of event: late 60's. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure of superior vena cava vein, stent migration occurred. The 85% stenosed target lesion with 18mm diameter was located in the non-calcified and severely tortuous proximal of superior vena cava vein. Ivus was used to measure the diameter. The vessel was predilated with a 12mm diameter non-bsc balloon catheter. A 22x35/10fr 100cm wallstent endoprosthesis metallic stent was used and deployed on the target lesion with no difficulty tracking over an amplatz super stiff guidewire. It was confirmed that the stent position was good. They decided to post dilate the stent with a 12mm diameter non-bsc balloon catheter, then, a 16mm diameter non-bsc balloon catheter was utilized for the second post dilatation. During the post dilatation, the stent migrated distally by 5mm. The balloon catheter was withdrawn and ivus was utilized to evaluate the stent position. While introducing the ivus catheter into the stent, it suddenly migrated distally into the distal superior vena cava and right atrium. After attempting to snare the dislodged stent which was still over the amplatz guidewire, it was decided to take the patient for surgery to removed the stent and bypass the stenosed section of the superior vena cava. Patient's status was fine after the bypass surgery which immediately the endovascular angioplasty and stent placement.